Event description:
Information received by medtronic indicated that the customer reported an empty carelink profile. Troubleshooting was partially performed; however, the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and it will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Select patient information cannot be provided due to regional privacy regulations.

Manufacturer narrative:
Helpline support team reported, that the user was unable to see the recent uploaded data. Complaint summary: helpline support team reported, that the user was unable to see the recent uploaded data. Investigation/testing summary: an attempt was made to investigate the issue, by trying to view the user information in carelink support application. And observed, that the username provided by the helpline team was not valid. Identified, that the new username was visible in carelink database. And requested, the helpline support team to confirm, the username and the recent activity. The software successfully adhered to the specified requirements. And performed in accordance with the expectations specified in the software requirement and specification document listed below under "sw requirement doc". (Most likely) root cause: the most likely root cause could be that the user has uploaded in new account, but trying to view the data history in old personal account analysis summary: we have made attempts to contact the customer/rep to address the issue, but we have been unable to obtain a response. Therefore, we have informed the helpline team member that we are proceeding to close this issue. If the issue persists, kindly create a new one, and we will take swift and efficient action to address it. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.